Event description:
The report received from the clinical study registry indicated that a patent had a vasovagal reaction on sheath removal. It was treated with atropine and gelfusion. The pt was a male pt and the indication for the procedure was stable angina. Vessel disease extent involved one vessel and one lesion was treated. A 2.25 x 18 mm cypher stent was implanted at 15atms in a vessel described as 2.25 x 15mm long, de novo with a type a classification and 90% stenosis. The vessel was predilated with an unk 2.0 x 13mm balloon at 10 atms and post dilatation was also conducted with an unk 2.5 x 12mm balloon at 14 atms. No procedural complication was reported except the pt had a vasovagal reaction on sheath removal. The event was treated with atropine and gelfusion.

Manufacturer narrative:
This sheath is distributed outside of the us. However, it is similar to the sheath distributed in the us. Please note that 2200 for pt code represents vasovagal reaction. Add'l info will be submitted within 30 days upon receipt.